Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to close the foot and irregular appearance (bulge noted on the shaft) was confirmed. However, the foot was fully deployed and retracted with no anomalies noted, via opening and closing the lever. After performing the functional analysis the end of the actuator wire went back in place. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to manufacturing, tissue or suture caught in foot. In this case, the end of the actuator wire became dislodged. Investigation could not determine a cause for the dislocation, nor determine a potential product quality issue existed with the device. Significant force is required to dislocate the actuator from the foot, and foot must be locked in the closed position. Functional testing of the device deployed successfully and the difficulty could not be replicated. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a prostyle device successfully preplaced a suture. After removal, a bulge was noted on the shaft. The foot had not completed retracted. The suture of of another prostyle device was successfully pre-placed. The sheath was upsized to 16f, and the evar procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.